Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4568-45 lead implanted: 2001 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of chest pain every evening. A high threshold was noted via ventricular capture management, but the in office threshold was lower. The lead remains in use. No patient complications have been reported as a result of this event.